Event description:
Reporter indicated a patient had high impedance readings during an office visit, indicating a possible lead break. It was also reported the patient had experienced a recent increase in seizures, but it is not known if the seizure increase was greater than pre-vns baseline levels. Review if x-rays by manufacturer did not reveal any obvious anomalies with the vns system. A surgery consult is planned for the patient in the near future for possible lead revision.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.